Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective/faulty converter could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The olympus field service engineer reported on behalf of the customer that the visera elite xenon light source main lamp could not be lit up. The issue was found during reprocessing. There was no delay and no reports of patient harm.

Manufacturer narrative:
The referenced device was returned for evaluation and the customer¿s reported issue was confirmed, the device could not be lit, and the spare lamp was used automatically due to a defective converter. The device has not been repaired in the last year. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly.